Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken/missing seal(lining on the bottom case. Cracked right plunger case and visible contamination. During analysis, the reported issue was able to be duplicated and the device was unable to be powered up. It was noted that burnt components, contamination/corrosion were found in interconnect board and power supply board, and this was the cause of the reported issue. Service replaced interconnect board, radio board, antenna and power supply board, powered up and self-test process was performed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had interconnect board issues. No patient was involved in this event. No adverse effects were reported.